Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the incoming pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As rec'd the monitor failed incoming pulse testing. The cause for the test failure is detached solder pads on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken leads on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken leads on c22. The last pt to use this monitor did not report any deficiencies.